Manufacturer narrative:
Device brand: ultrathane carey-alzate-coons gastrojejunostomy replacement catheter. (B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
Per FDA mw patient with percutaneous jejunostomy tube that was placed. Two days later, patient pulled the tube, causing the catheters' hub/red cap to break off; therefore, feeding tube deemed unusable. J tube removed and replaced with new jejunostomy tube.

Manufacturer narrative:
Investigation: evaluation. A review of instructions for use (IFU), drawings, manufacturing instructions, and quality control data was conducted during the investigation. Neither the product in this case, nor lot information were returned to assist with this investigation. Therefore, a review of the work order for non-conformances could not be conducted. Likewise, a review of complaint data for similar complaints for this lot number could not be executed. During the manufacturing process the cap is pulled over flare until flare is seated against inside bottom of cap. The adapter is then attached to the cap and adhesive is applied to the threads of the adapter to prevent the cap and adaptor from reverse threading after assembly. Test data has confirmed that the tensile force to separate the hub from the shaft exceeds the acceptance criteria of = 15n (3.3lbs). The complaint states that "...patient pulled the tube, causing the catheter's hub/red cap to break off; therefore, feeding tube deemed unusable." Process validation activities have successfully been completed for this process, which considered tensile properties of the proximal fittings against predetermined acceptance criteria. Device master record was assessed and no notable gaps in the production or processing controls were observed. As a preventive measure, internal personnel were retrained to internal quality control inspection and manufacturing procedures as well as advised of the risks associated with hub failure for this device. The device IFU details the instructions for use, including how to handle the device during formation of the malecot during placement of the device. Medical personnel at hospital were retrained on the proper way to place the feeding tube and form the malecot per the IFU. Based on the available information, it is not clear if the leading cause to this event might be associated with the mobilization of the patient (the cap could become dislodged during the mobilization of the patient), an eventual medical procedure event or an eventual malfunction of the device. In response to multiple incidents with this failure mode, measures have been previously initiated to address this issue. Per the quality engineering risk assessment no further action is required.